Event description:
It was reported that during a supply change the ilet cartridge was observed leaking insulin while using an inset infusion site, and after rewinding and removing the cartridge, the user noted the cartridge itself was leaking, consistent with a leak involving the reservoir component. Customer care provided support that included troubleshooting and walking the user through a full supply change. Investigation of this case revealed leakage associated with a seal issue, aligning with a leak/splash device problem and implicating the reservoir component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.